Event description:
Litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy asr hip on his right side. This implant has failed and patient will need to undergo a revision surgery. Update: (B)(6) 2011 - the sales rep has reported the revision. Patient was revised due to chronic dislocations. The report states that doi was (B)(6) 2008.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations for dislocation since their release to distribution. The investigation can draw no conclusion with the information provided. Although, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6), 2008, pt was implanted with a depuy asr hip on his right side. This implant has failed and pt will need to undergo a revision surgery.